Event description:
The patient reported they had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels rose to over 250 mg/dl (13.9 mmol/l) while wearing the pod between 24 and 36 hours. Reportedly the pod had failed to deliver insulin while being worn on the pod infusion site on their hip/buttocks. Symptoms reported include vomiting and acid buildup in the patient¿s body. The patient was treated with intravenous fluids and manual insulin injections. The pod was removed at the hospital and discarded. The patient was released two days later on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.